Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed both batteries to be out of specification after a full charge cycle. Internal degradation of battery capacity has occurred. The batteries measure 8.2 and 12.3 volt direct current (vdc) upon receipt. Conductance measurements were not available for the first battery due to the low voltage. The second battery's conductance value was 11s (siemens) which is out of the minimum specification of 75s. Per the field service representative (fsr) the batteries were not due for replacement until august 2020, and the unit resides in a closet charging at all times. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was discovered during daily check-up. Per the field service representative (fsr), the batteries were last replaced 09-aug-2017. The unit is not used daily and is left plugged in and charging all day.

Event description:
It was reported that during use of the device for a non-clinical activity, the battery wedge would not operate the centrifugal system. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr), the system would power up on battery but when the motor was running it would fail to operate. He installed new batteries. The suspect batteries will be returned to the manufacturer for further evaluation.